Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that one of the patients lead had migrated. The patient underwent a revision procedure wherein one lead was removed and two additional leads were implanted. The patient was doing well postoperatively. The explanted lead was discarded.

Event description:
It was reported that one of the patients lead had migrated. The patient underwent a revision procedure wherein one lead was removed and two additional leads were implanted. The patient was doing well postoperatively. The explanted lead was discarded. Additional information was received that one of the patients lead had high impedances. It was also confirmed via x-ray that the lead had migrated. It was further noted that the patient did not experience any stimulation issues.